Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and an unknown drug (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2017. It was reported that the last couple days the patient¿s body was ¿not acting right." The patient looked at their personal therapy manager (ptm) on (B)(6) 2017 and saw an error code of 8286 (empty reservoir) on the ptm. The patient missed a refill appointment. The patient did not remember when they were due for a refill. The physician just moved to a new hospital. There had been a lapse in time since the last refill but did not recall when they last went for a refill. The patient planned to follow up with the healthcare provider (hcp). No further complications were reported/anticipated.